Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the inaccurate diagnostic data event was noted on the device.

Event description:
It was reported that during a follow up in clinic, inaccurate data regarding current drain and longevity was noted on the device. Abbott technical support was contacted and the inaccurate data was suspected to be due to incomplete clearing of diagnostics or a telemetry disturbance. The diagnostics were cleared and upon re-interrogation, the correct measurements were noted on the device. The patient was in stable condition.